Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and test transmitter and all sensor glucose values registered properly in the history. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump usually alarm the customer to check for occlusion because blood glucose was outside target range. Customer stated that his blood glucose was 6.6mmol/l and insulin pump still alarm. The customer was advised the alarm should only trigger if blood glucose was over 13.9mmol/l. Advised customer the insulin pump would be replaced. No further information provided.